Manufacturer narrative:
The t:slim pump user guide states: the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels as low as the 50s (mg/dl) at nighttime for years. Customer consumed candy to treat their low bg levels. Tandem technical support assisted the customer with programming a time segment for their pump as recommended by their health care provider. Reportedly, customer uses humulin insulin in the pump cartridges. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data by quality engineering: review of pump data showed a consistent basal rate setting that remains as high as 0.8 units/hour. Customer often requests food boluses without entering a blood glucose (bg) level, and while the pump still registers insulin on board. There were no apparent low bg levels recorded in the pump data. Customer stated that they are often low at night, but there has not been any adjustment to the basal rate settings. Requesting a food bolus without entering current bg levels could also lead to low bg levels. The insulin pump is operating within specification, and there is no evidence in the logs of a pump malfunction or failure.